Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010; inratio: 1.3; lab: 2.1. Lab draw was performed within 1 hour of meter result. Pt's target therapeutic range is around 2.0. Customer reports pt's inr often jumps around and is not very stable.